Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: cat # unknown, lot # unknown, description: mitch trh manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The solicitor's letter reported that the patient, who had been implanted with a mitch / accolade combination had the revision surgery to remove the devices on (B)(6) 2016.